Manufacturer narrative:
Reported event: an event regarding rom involving an unknown ceramic liner was reported. The event was not confirmed. Reported event: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be determined because insufficient information was provided. Additional information including device identification and return, operative reports, progress notes and x-rays are required to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to posterior impingement and metal wear due to the metal sheathe of the ceramic liner wearing the back of the stem. A ceramic e alumina liner, securfit plus stem, and c-taper +5 alumina head were revised, with no allegations against the femoral head. Rep confirmed that no further information would be released by the hospital or surgeon.